Event description:
It was reported device failed to seal and stroke like symptoms occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. The patient was discharged. Three (3) years post implant, the patient came to an emergency room (ER) with stroke symptoms. A computerized tomography (CT) coronary angiogram was performed and showed an 8mm peri-device leak on the closure device possible from a missed lobe. There was no evidence of thrombus or shift. It is unknown if any intervention is planned. No further information was available or provided.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman device remains implanted; therefore, returned device analysis could not be completed. Device history record review: the batch number of the watchman device was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: as the specific product family is unknown, the instructions for use (ifus) for all watchman product families were reviewed for this complaint. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include [cerebral vascular accident (cva) and implant did not seal (hospitalization, imaging required). Risk review: as the specific product family is unknown, risk documentation for all watchman product families were reviewed for this event. The risk review was completed and confirmed that the events of cerebral vascular accident (cva) and implant did not seal were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were made. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. D6a: implant date estimated as (B)(6) 2022 as implant was reported to have occurred three (3) years ago.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were made. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. D6a: implant date estimated as (B)(6) 2022 as implant was reported to have occurred three (3) years ago.

Event description:
It was reported device failed to seal and stroke like symptoms occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. The patient was discharged. Three (3) years post implant, the patient came to an emergency room (ER) with stroke symptoms. A computerized tomography (CT) coronary angiogram was performed and showed an 8mm peri-device leak on the closure device possible from a missed lobe. There was no evidence of thrombus or shift. It is unknown if any intervention is planned. No further information was available or provided.